Manufacturer narrative:
The technician replaced the power control and air boards to repair the bed.

Event description:
Info received indicates the head section of the bed will not go up due to fluid ingress on the power control and air boards.